Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege in (B)(6) 2006, patient was implanted with an asr hip. In the year following her surgery, patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, move her legs, and rise from a seated position. Patient will undergo revision surgery to remove her asr hip implant on (B)(6), 2011. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (unknown side). Patient resides in (B)(6). Update (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address pain. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
"Litigation papers allege". In (B)(6) 2006, pt was implanted with an asr hip. In the year following her surgery, pt suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, move her legs, and rise from a seated position. Pt will undergo revision surgery to remove her asr hip implant on (B)(6), 2011.